Manufacturer narrative:
This is a close out by the foreign reporter. Investigation: the hoist was found to be working correctly, but the sub-chassis safety catch was broken and the guide button missing. Observations: the co investigator concluded that the chair or sub-chassis had caught on an obstruction in the bathroom during lowering. It is possible that the sub-chassis and the castors came into contact with the floor, the excessive leverage caused the safety catch to break. The sub-chassis then moved forwards. The sudden jolt could have allowed the patient to slide between the chair arms. Conclusions: user error as the chair or sub-chassis was not lowered clear of obstructions or located properly. Corrective actions: the sub-chassis has been repaired, hoist load tested and cleared for used.

Event description:
Pt was being transferred to tcs by the nurse, when she slipped off and did the splits. Pt was shocked but unhurt.